Manufacturer narrative:
(B)(6). Investigation: no samples or photos of the complaint were received, so it was not possible to make an analysis of the defect claimed. DHR review: the assembly lot: 7207933 used in the final product lot: 7237581 of the insyte autoguard 22g x 1.00 was analyzed for "damaged component" and no records were found that could lead to the defect claimed. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component" or anything that could lead to this complaint. Not confirmed: bd was unable to confirm the incident in question. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter was cracked and/or broken before use. There was no report of exposure, injury or medical interventions.